Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the actual lead was not received for evaluation, however, performance data was collected from the device and analyzed. Analysis of that data revealed an elevated ventricular pacing impedance of 1232 ohms and an elevated sensing integrity counter. A high value of this count can indicate a possible intermittency in the system. Addendum: the lead has since been received for analysis. Detailed analysis of the lead was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. Other: a call was received through technical services reporting the patient had received more than 30 shocks before detections were turned off at the hospital. Because the hospital only had small magnets, three were used to suspend therapies. Review of the patient's history indicated the patient had heard the patient alert 6 days before the 1st shock but did not report to the hospital as instructed. The lead was explanted and replaced. Additional information was subsequently received reporting rv (right ventricular) pacing impedance increase, short v-v intervals, indicative of oversensing, and suspected lead fracture. No further patient complications have been reported as a result of this event. Impedance, high, lead(s), fracture of, oversensing; shock, inappropriate.

Event description:
A call was received through technical services reporting the patient had received more than 30 shocks before detections were turned off at the hospital. Because the hospital only had small magnets, three were used to suspend therapies. Review of the patient's history indicated the patient had heard the patient alert 6 days before the 1st shock but did not report to the hospital as instructed. The lead was explanted and replaced. Additional information was subsequently received reporting rv (right ventricular) pacing impedance increase, short v-v intervals, indicative of oversensing, and suspected lead fracture. No further patient complications have been reported as a result of this event.